Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed the cause was not fully determined. Cross testing revealed that the baton was faulty. The monitor and baton were returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the monitor stopped showing a picture and showed the "video 1, no signal" screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.